Event description:
It was reported the bd vacutainer® k2 edta 3.6mg tubes experienced under-fill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tubes, it was found that the tubes have a no draw issue."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/23/2021. H.6. Investigation: bd received 2 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg tubes experienced under-fill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tubes, it was found that the tubes have a no draw issue."